Event description:
See h.10

Manufacturer narrative:
The physical device was not available for evaluation to determine if a condition existed that would have caused or contributed to event. Supplemental imaging was also unavailable for review; without imaging, the investigation cannot verify the event occurred as described, nor could the investigation definitively determine the cause of the reported event. A detailed procedure note medical review has been completed for complaint. Data review indicates that the physician has determined that the reported thrombus event 6 months postoperatively is described as related lvis evo device. Data review indicates that the physician ordered performance of the digital subtraction angiogram and made a declarative statement that the angiogram revealed the presence of thrombus within the stent which compromised the flow to the upper track and described the event as a thromboembolic complication intrastent. The physician made an additional declarative statement which further indicates that this event is associated with a study device malfunction. Further, differential diagnosis data review indicates that the event is not associated with hydrocoils ancillary or index procedure. In addition, the physician declarative statement indicates that the event is not related to the study disease condition and not related to concurrent disease condition or treatment. Medical intervention included patient treated with prasugrel with reported resolution without sequalae.

Manufacturer narrative:
A search for non-conformances associated with this part / lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was implanted in the patient and not returned to the manufacturer for evaluation. Procedural or medical imaging was not provided. The alleged product issue could not be confirmed. The instructions for use (IFU) identifies thrombus as a potential complication associated with the use of the device.

Event description:
As reported through a sealant clinical study, on (B)(6) 2022, the patient received treatment for a saccular bifurcation aneurysm located on the right middle cerebral artery (mca). The aneurysm never ruptured and was not previously treated. Six months post procedure, the patient developed left sided hemihypesthesia and dysarthria. A week later, the dsa (digital subtraction angiography) was performed and displayed thrombus in the stent, and it compromised the flow to the upper track. The patient received drug treatment, and the outcome was resolved without sequelae the following day after the procedure. The event is not related to hydrocoils, ancillary or index procedure. It is also not related to the study of disease condition and not to concurrent disease conditions or treatment. Attempts were made to obtain the treatment notes; however, this information has not been received to date.